Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred.